Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that when attempting to power on the device, the device display blinks once and then turns back off. There was no patient use associated with this event.